Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. The customer attempted multiple troubleshooting steps with assistance from the support team, including disconnecting tubing, tightening connections, and delivering boluses, but the occlusion issue persisted. Eventually, it was recommended that the pump be replaced due to the unresolved occlusions. The customer was advised to replace supplies as necessary and continue using the current pump until a replacement arrived.